Event description:
It was reported that the rubber casing of the patient cable connector was loose.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loose rubber casing on the mobile power unit (mpu) patient cable connector was confirmed via analysis of the returned mpu (serial number: (B)(6)). The returned mpu was evaluated at the european distribution center. Visual inspection of the returned mpu revealed that the rubber casing on the patient cable connector was loose. The mpu was functionally tested and found to operate an intended during testing; the observed damage to the patient cable did not affect the functionality of the unit. The damaged patient cable was replaced, and preventative maintenance was performed. After replacing the patient cable, a full functional checkout was performed and the unit passed all tests without any issues. The replaced mpu patient cable was forwarded to product performance engineering for further analysis. The returned patient cable was installed in a test mpu and connected to a test system controller. The system controller power cables were able to be fully threaded to the mpu patient cable without any issues. The test controller was then connected to a mock circulatory loop and operated the system without any issues or atypical alarms produced, including when manipulated by hand. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: discolored mpu patient cable. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu) patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.